Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18oct2018. Philip's field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the battery to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned for clinical use.

Event description:
The customer reported that ventilator battery had an error and will not run on back up battery. The device was not in use on a patient at the time of the event. The event date was not specified; estimate used.